Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent dislodgement and stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left common iliac artery (cia). A non-bsc 7f 10cm medikit sheath was inserted into the left cia. This 8.0x60x75cm express-vascular ld, pmtd stent delivery system (sds) was selected and was unable to cross the lesion. The physician attempted to remove the express sds from the patient and the stent dislodged from the system near the sheath. The stent was successfully removed from the patient via a venous cutdown that was done at the start of the procedure. The device was removed from the patient without incident. The procedure was completed with another express sds. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).